Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was alleged that the battery compartment was cracked and the battery cap was unable to be fully tightened to the pump; the yellow o-ring was visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/16/2017 with the following findings: a review of the pump black box showed no pump reboots had occurred. During investigation, the battery compartment was observed to be cracked along the side of the pump. There was no damage found to the returned battery cap, however, the cap was unable to maintain an electrical connection resulting in intermittent power loss and pump reboots. A test cap was also unable to secure to pump. The battery cap contact height and width measurements were found to be within specification. Further testing was unable to be performed due to intermittent power. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).